Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead dislodged after the implant procedure due to lack of slack and the rv lead being pulled when the patient was standing. It was noted that myocardial tissue was firmly attached to the rv lead when it was explanted. It was noted the patient's heart rate fell below the lower rate setting. The rv lead was replaced. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.